Event description:
The facility reports the resident was in bed and being moved off the bed. As the pt was suspended in the sling, thr right leg clip became detached and the pt fell to the floor. The facility did not release any info regarding any possible injuries.